Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.

Event description:
Sales rep reported that during a re-operation, one oasys screw head was loosen from the neck and she further reported that on an other oasys screw, the locking screw was loosened. Also, nurse reported the following. Three weeks after the operation, the patient felt a snap from his neck, she further reports that he after that got better movement in the neck. The xray showed that one of the screws on the left side ((B) (4)) had broken and that on one of the screws on the right side ((B) (4)) the blocker had hopped out. This led to a reoperation of the patient but no further damages.